Event description:
The customer reported that the patty did not have a blue string down the middle and it was not x-ray detectable.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Event description:
Additional information indicated that the device was placed in the filed.

Manufacturer narrative:
(B)(4). We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
The customer reported that during x-ray the 1/4 inch patty that was placed in the field of x-ray was not detectable. The patty did not have a blue string down the middle and was not x-ray detectable. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.